Event description:
The account alleged the bed is not sending a nurse call. There were no reported injuries.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.